Event description:
It was reported that a request to review this patient's cardiac episodes was made. It was noticed 20 tachy shocks with multiple anti-tachycardia pacing (atp) as well. The atps did not work and the delivered shocks were given as backup, each in it's own episode. The patient's physician believed the therapies were correctly delivered due to a ventricular fibrillation, although technical services (ts) discussed they may have been atrial driven. Further analysis was recommended. If conversion efficacy is in question, ts recommended adding another lead and adding an adapter to the already implanted non-boston scientific lead. Further information was received indicating the provided shock therapies had been appropriate, not atrial driven. It is unknown if the therapy effectiveness was related to patient or system condition. The physician performed defibrillation threshold test with the vector changed to initial, and were successful. The patient was permanently programmed to initial per physician's discretion. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Corrected field: - h6 (patient codes): "no clinical signs, symptoms or conditions" was switched with "electric shock" - h6 (impact codes): "sedation" code was included and "recognized device or procedural complication" code was eliminated as therapy was not exhausted after further review of the event details. - b5 (problem description): was updated, as therapy was not exhausted.

Manufacturer narrative:
Corrected field: - h6 (patient codes): "no clinical signs, symptoms or conditions" was switched with "electric shock" - h6 (impact codes): "sedation" code was included and "recognized device or procedural complication" code was eliminated as therapy was not exhausted after further review of the event details. - b5 (problem description): was updated, as therapy was not exhausted. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. All testing completed on the device passed or was not applicable. No evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that a request to review this patient's cardiac episodes was made. It was noticed 20 tachy shocks with multiple anti-tachycardia pacing (atp) as well. The atps did not work, and the delivered shocks were given as backup, each in its own episode. The patient's physician believed the therapies were correctly delivered due to a ventricular fibrillation, although technical services (ts) discussed they may have been atrial driven. Further analysis was recommended. If conversion efficacy is in question, ts recommended adding another lead and adding an adapter to the already implanted non-boston scientific lead. Further information was received indicating the provided shock therapies had been appropriate, not atrial driven. It is unknown if the therapy effectiveness was related to patient or system condition. The physician performed defibrillation threshold test with the vector changed to initial and were successful. The patient was permanently programmed to initial per physician's discretion. This implantable cardioverter defibrillator remained in service and was eventually explanted and returned as the patient had a heart transplant. No additional adverse patient effects were reported.

Event description:
It was reported that a request to review this patient's cardiac episodes was made. It was noticed 20 tachy shocks with multiple anti-tachycardia pacing (atp) as well. Therapy became exhausted. The atps did not work and the delivered shocks were given as backup, each in it's own episode. The patient's physician believed the therapies were correctly delivered due to a ventricular fibrillation, although technical services (ts) discussed they may have been atrial driven. Further analysis was recommended. If conversion efficacy is in question, ts recommended adding another lead and adding an adapter to the already implanted non-boston scientific lead. Further information was received indicating the provided shock therapies had been appropriate, not atrial driven. It is unknown if the therapy effectiveness was related to patient or system condition. The physician performed defibrillation threshold test with the vector changed to initial, and were successful. The patient was permanently programmed to initial per physician's discretion. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.